Event description:
It was reported that this device is showing a premature battery depletion (pbd) behaviour. Upon analysis, it was determined that the device power consumption was over the expected value. This device has been explanted at a surgical intervention and returned for analysis. A new device was implanted at the same surgical procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis. Correction of e3 occupation and e3 occupation (other) fields.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device is showing a premature battery depletion (pbd) behaviour. Upon analysis, it was determined that the device power consumption is over the expected value. This device remains in service. No adverse patient effects were reported.